Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately calcified and mildly tortuous mid left anterior descending artery (lad). A 2.00mm x 8mm apex¿ balloon catheter was advanced for pre-dilatation and resistance was encountered due to calcification. The device was then inflated at 14 atmospheres however it was noted that the first inflation was not sufficient enough. Thus, second inflation was performed at 14 atmospheres and the balloon ruptured. The physician removed the device completely from the patient and the procedure was completed with a 2.0x12mm non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older.   Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.   (B)(4).